Manufacturer narrative:
The hospital biomed troubleshot the issue with technical support from ge healthcare. The customer reassembled the breathing system to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the unit is not making it past the second bellows test. There was no report of patient involvement.